Event description:
It was reported that the screw was inserted but the insertion post could not be snapped off; while trying to snap it off, the patient's bone fractured. The surgeon retrieved the screw and repaired the bone otherwise. Further information was requested, but not provided. Patient's demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event could not be determined. As per the directions for use, this product is contraindicated for insufficient quantities or quality of bone. It is not recommended to bend the insertion post to remove it from the screw head; if the insertion post does not snap off, remove the insertion post using the accessory cutting sleeve or other cannulated cutter. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was not confirmed. The screw was returned in two pieces, broken where the insertion post meets the screw head (where the insertion post is designed to snap off after the screw is fully inserted). Based on the information provided and device evaluation, the most likely cause(s) of this event (bone fracture) could not be determined. The device is contraindicated for insufficient quantities or quality of bone. A cannulated cutter is recommended if the insertion post does not snap off. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Attempts to advance the guide wire into the vein with multiple stenotic areas was met with resistance. Upon retracting the guide wire, the tip fractured immediately below the skin surface requiring a cut-down procedure to remove the retained device fragment.====================== health professional's impression======================